Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for the report of blunt knives; therefore, the condition of the product could not be verified. Pictures have been provided and reviewed by the investigation site. Packaged product can be seen in the pictures. The item number and lot number on the package meet the item number and lot number reported for this complaint. No manufacturing defects can be seen. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that several knives were noticed to be blunt during several surgeries. All the procedures were completed without any patient harm.

Manufacturer narrative:
Evaluation summary: one unopened knife was received for the report of blunt. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found conforming. The returned sample was found to be conforming, therefore a blunt lance as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. (B)(4).